Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported they are repositioning the ins in the pocket and that the patient has had good therapy benefit that has been helping with the pain. Caller noted 2 contacts showing in the avoid category 5 and 9. Caller went into the overall impedances and looked at contacts 5 and 9 paired with others and noted all were under 600s-1000s. Caller will take impedances again and see if anything changes.

Event description:
Additional information was received, it was reported from the patient was having discomfort in the pocket area due to the battery being closer to the skin. The pocket was revised and the physician put the battery slightly deeper in the pocket so it would not stick out. The physician was satisfied with the outcome. The cause of the impedance issue was not determined and programming was not on the affected electrodes. Patient was getting pain relief with current programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.